Manufacturer narrative:
(B)(4) ¿urinary problems. Additional narrative: it was reported that the patient had a gynecological procedure in order to treat urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced pain, infection and urinary problems. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on or about (B)(6) 2003 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.